Manufacturer narrative:
G4: 01oct2019 b4: 02oct2019 the manufacturer¿s service technician confirmed the reported stand by mode issue. The manufacturer¿s service technician replaced the gas delivery system to address the reported problem (an active alarm scenario will not allow the device to enter stand by mode). The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The caller reported the operators sent the unit to the biomed department because the unit would not go into standby. There was no patient involvement. Event date not specified, estimate used.